Manufacturer narrative:
Per the clinic, the patient underwent a revision surgery to clean the infected site (date not reported).

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to infection. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.